Event description:
It was reported that a day after implant procedure, the patient developed syncope and loss of capture was noted on the rv lead. During procedure to reposition the rv lead, it was noted that the lead had insulation breakage inside the pocket. The physician decided to explant and replace the rv lead. The patient was stable and properly discharged without any complications.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.